Event description:
A surgeon reported experiencing poor actuation of the cutter during a procedure. The issue resolved after the product was replaced, and the case was completed without impact to the pt.

Manufacturer narrative:
The customer returned one 25+ vitrectomy probe for "poor actuation." The sample was visually inspected and found to be nonconforming because of a severely bent needle, also, there was no visible glue between the stiffener and the needle. The sample was functionally tested and found to be nonconforming for actuation due to a loose needle. The probe was disassembled and the component inspected. The needle sides freely over the inner cutter. The device history records for the component lots were reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lots (3) were released based on the MFR's acceptance criteria. The root cause of the reported event is a loose needle, bond failure/detached needle. The needle became detached from the sleeve stiffener. An internal investigation has been opened to address complaints of a similar nature. (B)(4).